Event description:
On (B)(6) 2025, a female patient underwent arterial thrombectomy using inari devices. The patient had pre-existing stents in the left common iliac and left superficial femoral arteries and preexisting bypass grafts in the left superficial femoral and left peroneal arteries. The patient's clot age was estimated at eight days. During the thrombectomy, resistance was felt when the artix thin-walled sheath (artix sheath) was advanced to the patient's left side arteries. It was believed the artix sheath was caught on a strut of the patient's preexisting stent. When the artix sheath was retracted, the marker band had separated from the device. The physician inflated a balloon inside of the radiopaque marker band and removed the band and balloon from the patient's body without issue. A new device was used, and the case was completed without any additional issues.

Manufacturer narrative:
The inari devices were retained by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warnings: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling includes the following precautions: "use caution when manipulating or advancing the artix sheath through a stent or graft." "Be aware of the position of the artix sheath in relation to the blood vessel when inserting, manipulating, or withdrawing a device through the artix sheath." "Ultrasound guidance should be used to ensure desired vessel target area is accessed during the artix sheath placement." Manufacturer reference:(B)(4).